Event description:
The user facility reported their sterilizer was leaking water onto the floor. No injuries were reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified the sight glass was broken. Additionally, the technician identified damage to the controller. The technician replaced the controller and the sight glass, tested the unit, and confirmed it was operating according to specification.